Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked, cracked lcd window and protruded loose drive support disk.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the bottom of their insulin pump was broken. The patient's blood glucose at the time of incident was 409 mg/dl. Troubleshooting was declined for the high blood glucose. However, the customer performed troubleshooting for the physical damage. The drive support cap was sticking out. The customer did not know how the damage occurred. The insulin pump will be returned for analysis.